Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The 100% stenosed, chronic total occluded (cto) target lesion was located in a mildly tortuous and severely calcified superficial femoral artery (sfa). The lesion was crossed subintimal with severe calcification. Pre-dilatation was performed using a 6mm mustang balloon catheter, but it had difficulty in crossing due to severe recoil and the angle of the iliac was steep. The 6x180x130 innova was advanced contralateral over a non-bsc .035¿ guidewire and stent deployment was initiated. Approximately mid-deployment, a sound was heard inside the handle like something broke, and further deployment was not possible. The physician disassembled the handle due to the suspected damage and released the stent using the pin and pull method. The stent was deployed successfully and post-dilated to complete the procedure. No patient complications were reported and the patient's condition was good post procedure.